Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacturer.

Event description:
It was reported that three passes with retrieval devices were successfully performed to treat left internal carotid artery (ica) and m1/ m2 middle cerebral artery (mca) occlusion. During the procedure a left m1 mca dissection was detected. The patient had a thrombolysis in cerebral ischemia score of 1 after treatment. There was no action taken to treat the dissection. 28 days post procedure, the patient recovered. The physician stated that the vessel dissection was caused by using the retrieval devices.